Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an open unknown procedure, the knife did not return and the jaws did not open when the device was used on the pyloric ring. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information received: the jaws were not opened with manual override lever. Another device was used to cut the proximal side and the device was retrieved.